Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to implant procedure, the pulse generator exhibited backup vvi operation in box. The device was not implanted. No patient was involved.